Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky and unresponsive buttons and also hard to press. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the insulin pump had diminished battery life and insulin pump had rejected brand new battery. The customer also state that the insulin pump did not alert him when battery was low and insulin pump had lost settings and required basal and time to be reprogrammed. The insulin pump will not be returned for analysis.